Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with critical pump error (open book image) alarms after battery insertion. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, slightly damaged keypad overlay texture, cracked case on battery tube area and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. To the public under the freedom of information act.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.